Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist remoted into the server and found that the issue was related to local interface and was resolved by the customer by themselves. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the multiple patients and orders are not crossing over on multiple sites, causing a delay in dispensing medications to the patient as the user was unable to remove the medications from the stations. There were no adverse events or injuries reported based on this event.